Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The excor blood pump, s/n (B)(4), has been in use by the patient since (B)(6) 2018. We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. The affected blood pump has yet not been exchanged. A follow-up report including detailed device investigation results will be submitted when the pump is returned to the manufacturer.

Event description:
We were contacted by the clinic to report pu material on the air-side of the right excor blood pump of a patient supported in the bvad configuration. The clinic further reported graphite was seen between the membranes. Berlin heart recommended a preventive exchange of the affected blood pump. However, the clinic decided to leave the affected blood pump on the patient at this time. The incident had no negative effects on the patient.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump,s/n (B)(4) was in use by the patient from (B)(6) 2018 and exchanged by the clinic on (B)(6) ((B)(6) days). The affected pump was returned to the manufacturer on 2019-01-25. As stated in our initial MDR, the site reported pu material in the air side chamber and some bumps on the membrane layer. However, the clinic decided to continue to use the blood pump on the patient, but on (B)(6) 2019, site exchange the pump as suspected membrane defect. The initial video from the clinic shows bumps in the membrane that can be seen through the air chamber as well as particles directly in the air chamber. Initial visual examination of the returned blood pump confirmed pu abrasion in the air chamber and visual abnormalities on membrane layer. The blood pump was then tested for functional performance and met its required performance specification. For further investigation, the pump was submitted for an external CT examination. All three layers of the triple-layer membrane lay parallel to one another. Particles were noted between the membrane layers. No abnormalities were detected in the three membrane layers. The pump was then disassembled for further testing and the membrane layers were individually tested for leaks. All three layers of the membrane were confirmed to be intact. Graphite agglomerates were found between the membranes, confirming the clinic's observation. At the time of investigation, the thickness of the individual layers at all the fixed locations was found to be within specification. No membrane defect could be detected. The cause of the abnormality is most likely due the graphite particles formed by abrasion between the membranes. The resulting graphite agglomerates led to the appearance of bumps between the membrane layers.